Manufacturer narrative:
(B)(4). Date sent to FDA: 01/05/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient experienced underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced exposure of mesh in the vagina and felt the mesh during intercourse. The surgeon has planned to excise the exposed mesh. Additional information has been requested.